Manufacturer narrative:
This report is being filed on an international product, architect c4000, list 1r25, that has a similar product distributed in the us, list number 2p24. The instrument¿s service history was reviewed and revealed no contributing factors on or around the time of the complaint. A review of complaint and trending data for the waste pump, external for cc instruments, grey (ln (B)(6) ), identified no issues or trends. Device history records associated with the waste pump were reviewed and no non-conformances or potential non-conformances were identified. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no trends or similar issues to the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. The architect system operations manual addresses safety awareness where hazards may exist and biological hazards, which cautions the operator to wear gloves, lab coats, and protective eye wear when handling human sourced material or contaminated system components. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service ambassador was splashed in the face with waste from the architect c4000 analyzer. The ambassador was resolving an issue on the customer's lis which was located behind the analyzers. The ambassador noticed that the analyzer waste line was on the floor not connected. The pipe was picked up and the ambassador was sprayed in the face with the liquid. No treatment was required. No adverse impact to user or patient management was reported.